Event description:
It was reported that the patient had a change in therapy effect. The patient had a pump and catheter replacement scheduled for (B)(6) 2015. The pump was end of life (eol)/end of service (eos), and the catheter was kinked. The patient was reportedly taking extra medications and the healthcare provider (hcp) thought there might be a possible catheter kink. The reporter stated that per the printout, the patient had 5 to 6 months to replace the pump ¿due to natural battery depletion.¿ the patient¿s last refill was on (B)(6) 2015, and was getting the pump refilled the next day (B)(6) (2015), ¿and can take out the medication out of the pump patient currently has so they don¿t have to worry about refilling while patient is healing after the surgery replacement.¿ the patient was having problems where they were taking extra oral medications since 2014; when they were sent for a consult with pain management hcp to replace everything. The hcp stated the patient¿s spine was collapsing, and the reason they thought the catheter might have kinked and needed to be replaced. The hcp reportedly did not want to do a dye study as suggested by a different hcp because of safety with the patient¿s paraplegia condition, ¿because the patient is on a lot of other medications and didn¿t want to take a chance.¿ the hcp stated that since the pump needed to be replaced anyway, then they would also replace the catheter. The pump had been working great where the patient could do ¿normal things instead of being out in left field.¿ since 2008, the patient was ¿maxed out on pump medications,¿ and had to increase the oral medications in 2014, ¿and would need to be intubated if they tried to increase any meds in the pump.¿ the patient was taking robaxicin, and ¿metacarpal¿ to try and counter it; and before they were not given that many. The patient was not in ¿a zombie state,¿ but when the patient took medications it knocked her out. The patient also had oral baclofen if the pump did not work. The pump system was being used to infuse fentanyl, clonidine, and baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).